Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter facility name: (B)(6) medical center. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the plunger of a bd¿ syringe with permanently attached safetyglide¿ needle broke, during use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: investigation summary: customer returned (140) 1ml, 13mm, 27g bd safetyglide allergy syringes in sealed blister packs from lot # 7257771, (199) 1ml, 13mm, 27g bd safetyglide allergy syringes in sealed blister packs from lot # 7257769, and (129) 1ml, 13mm, 27g bd safetyglide allergy syringes in sealed blister packs from lot # 8002819. Customer states that the seal detached from the plunger while pulling in air. Thirty samples from each of the returned lot numbers were tested and no stopper separated from the plunger rod when exercising the plunger rod. The returned photos were examined and exhibited a broken plunger rod and the stopper separated from the plunger rod. A review of the device history record was completed for batch# 7257769. All inspections and challenges were performed per the applicable operations qc specifications. There were seven (7) notifications [200723816, 200724580, 200723243, 200724749, 200723242, 200722885, 200722208] noted that did not pertain to the complaint. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of plunger rod broke with lot #7257769 regarding item #305945. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the plunger of a bd¿ syringe with permanently attached safetyglide¿ needle broke, during use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that the plunger of a bd¿ syringe with permanently attached safetyglide¿ needle broke, during use. There was no report of exposure, injury or medical intervention.